Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/22/2019. The customer contacted product support and requested for service repair. The field service engineer (fse) ordered a touch screen for the customer. The customer replaced the itouch screen to address the reported issue.

Event description:
The customer reported that the touch screen is unresponsive. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date received by manufacturer: 31 october 2019. Date of this report: 14 november 2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance & resistance ratio were out of spec. Fault are found on this returned touchscreen.